Event description:
It was reported a self test error displayed on the screen. Error cleared when the battery was removed. The device remains in service. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment of a generated error which was subsequently able to be cleared. Analysis did find that the upper and lower cases were broken, the battery release contaminated,the side bail covers and side bails missing and the keyboard was scratched. The device was to be scrapped in-house.

Event description:
It was further reported that the device had now been returned as part of a trade-in program.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.